Event description:
It was reported that the health care provider (hcp) was having difficulty filling or aspirating the reservoir. The hcp was able to aspirate the reservoir, but unable to fill it completely. The pump was close to empty, as there was 0.3ml left, and the hcp was changing the concentration from 2000mcg/ml to 500mcg/ml. The hcp did a flush of 10ml's of preservative free normal saline (pfns) which they initially indicated was uneventful. When subsequently trying to fill the pump, the hcp felt resistance at 32ml's and felt like they could not get any more fluid in. The hcp noted that since patient was not coming in as scheduled for refills, they were planning to wean the patient off of the pump, and possibly remove it at that point, thus the hcp did not plan on doing any further troubleshooting. It was further reported that the pump was alarming for low reservoir. The hcp did an alarm test and the patient heard it fine, so the hcp was questioning if the patient may have said that because he knew he was supposed to have gotten a refill prior to now. She did say the patient had no withdrawal-type symptoms, so she believed the patient was getting drug normally. The hcp indicated that the other refills had been uneventful and the expected residual volumes (erv) and actual residual volumes (arv) are typically are very close to each other. The hcp questioned if there may be some correlation between the filling issue and the fact that they let the reservoir get close to empty. The hcp reduced the dose by 20% on the day of report and programmed 32ml's since that was all they were able to get into the pump. It was reported later that day that the hcp was going to bring the patient back and see if perhaps they neglected to aspirate after the 2nd time 10ml's of pfns was injected into the pump. It was initially reported that the hcp did just one rinse, but after further discussion the hcp indicated there had actually been two, and perhaps they did not aspirate after the second rinse. The hcp was planning to put in fresh drug if able to aspirate 40ml's out. The pump device was used to deliver lioresal. It was later reported that the hcp was able to aspirate 40ml's from pump, thus it was concluded that the 2nd 10 ml's of rinse was not aspirated, thus, 32ml of the drug was mixed with the 10ml of pfns which remained from the last rinse; therefore, the event was due to a use issue and there was actually no problem after all with the pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).